Event description:
Reporting status: death. Reporting rationale: the pt died. Device issue: no device malfunction has been reported. It was reported via a trial that a xience v stent was implanted in the distal circumflex artery on (B) (6) 2008. The pt was hospitalized from (B) (6) 2009 to (B) (6) 2009 with a collapsed lung, treated with chest tube placement. He was hospitalized again, on (B) (6) 2009, and was intubated due to torsades de pointes, recurrent ventricular tachycardia and ventricular fibrillation. The pt was discharged to a hospice facility on (B) (6) 2009 and died on (B) (6) 2009. The cause of death is currently unavailable. Concomitant medication included aspirin since 1998 and clopidogrel since 2008. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Death and arrhythmias (which include ventricular fibrillation and ventricular tachycardia) are known adverse events as listed in the xience v instructions for use (IFU). Additionally, death, ventricular fibrillation, ventricular tachycardia, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.